Event description:
The lead was returned after being explanted for an unrelated medical issue and has tested out of specifications. No complaints or allegations have been made against the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had cosmetic environmental stress cracking.